Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, accuracy testing was found to all be within specifications. Fluid ingressions were found in the chassis base of the expulsor. The downstream and upstream occlusion alarms were also found to be bent and cracked as well as the administration cassette slot in the chassis. However, no fault was found with the pump working. The expulsor assembly was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -15.65%. There was no patient involved.